Event description:
It was reported that the lead exhibited a rise in pacing threshold and lowering of intrinsic signal. A possible lead dislodgement was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.